Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an IFU that describes the intended use, specific items are addressed such as the following precautions: "these products are intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of percutaneous drainage catheters should be employed. Manipulation of products requires ultrasound, fluoroscopy, or other imaging guidance. When inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or angling of suture. A tfe-coated wire guide must be used with ultrathane® catheters. Activate the hydrophilic coating, if present, by wetting the catheter with sterile water or saline. For best results, keep catheter surface wet during placement. Catheters should be irrigated on a routine basis to ensure function. Patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. Traction on the locking suture, if present, should be sufficient to ensure adequate retention of the tip, but should not be overly tight. Verify catheter tip configuration by fluoroscopy. It is recommended to use a wire guide when removing a locking loop catheter. The peel-away® pigtail straightener, if present, is not to be used as a vascular introducer sheath. The potential effects of phthalates on pregnant/nursing women or children have not been fully characterized and there may be concern for reproductive and developmental effects". Product was returned. Visual inspection revealed a cracked flare in the hub. It is reasonable to suggest that the catheter and the hub met forces beyond their design while being manipulated before or during the medical procedure. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Minimal information was provided to assist with this case. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
It was reported the patient was in the hospital and had two ultrathane mac-loc locking loop multipurpose drainage catheter's placed in the biliary tract. Approximately one week after placement the catheters started leaking and the hubs were noted to be separated. The catheters were removed and replaced with two new catheters. Two medwatch reports are being submitted for the two devices, this report is for the first device medwatch# 1820334-2016-01331 the second device is medwatch# 1820334-2016-01332. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No additional information was available at the time of this report.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, drawings, instructions for use (IFU), manufacturing instructions, specifications and quality control was conducted during the investigation. The actual device was returned to be evaluated and inspected. Measurements reveal that a small piece of flare is missing and the flare is out of specification; the flare too large. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, evaluation of the returned device and the results of our investigation, the root cause is manufacturing related. Measures have been conducted to address this failure mode.